Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: it was reported that the tubing snapped in half causing leakage of non-toxic medication on the patient¿s bed and under infusion of blood pressure medication.

Manufacturer narrative:
H6: investigation summary: one sample was received and tested by our quality team. The customer's complaint of leak was immediately verified as the male luer was not connected at the end of set. The set was further analyzed using microscope and the root cause of this failure was found to be a lack of solvent at the junction of tubing and male luer. The set was tested with calipers to ensure the tubing was within manufacturer's specifications and it was in fact within a thousandth of an inch. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: it was reported that the tubing snapped in half causing leakage of non-toxic medication on the patient¿s bed and under infusion of blood pressure medication.